Event description:
I have been using fixodent since 1993 and still do today. I started to feel lightly numbness and tingling in both my hand and feet (extremities) in the year 2000 with greater progress and finally diagnosed with peripheral neuropathy in 2003. My neuropathy at this time is permanent. Dose or amount: denture cream, frequency: once daily, route: oral. Dates of use: 1993 until present. Diagnosis or reason for use: dentures adhesive creme. Event abated after use stopped: no.